Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a replace battery alarm. The customer received the low battery alarm prior to replace battery alarm. The customer reported that this was the second occurrence of replace battery alarm in less than 8 hours after a low battery warning. The customer reported that new battery did not resolve the issue. The customer experienced the high blood glucose of 20 mmol/l which was treated with the bolus. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement, sleep current measurement, active current measurement, and self tests. No unexpected blank displays or unexpected "insert battery", ¿low battery¿, ¿replace battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. No pump error 25 was noted during testing, in the pump history file, in the long trace file, or in the power management graph. (B)(4).